Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused customer's blood glucose level to exceed normal thresholds, explicitly noted to read "high," though specific values were unknown. The customer addressed high blood glucose by administering a correction bolus via pump and did not require third-party assistance. Reportedly, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. For resolution, the customer cleared alerts without changing supplies and resumed insulin.